Event description:
A hospital in another country reported to our distributor that a suction valve was missing from an rt021 catheter mount. No patient harm was reported.

Manufacturer narrative:
Visual examination of the actual device involved in incident was conducted. Results: the suction valve of the catheter mount could have become detatched during transportation and may still be in the packaging. However, the packaging was not available therefore the presence or absence of the suction valve could not be confirmed. Conclusions: the device was out of specification on setup. We are aware of other similar complaints involving a missing suction valve on the catheter mount prior to use. The occurrence rate of this type of complaint is less than 0.008% for the last year. We will continue to monitor the occurrence of such faults and we will address the matter as appropriate.